Event description:
Per rep, the md used three devices in procedure. The bands misfired - would not release - and stuck together. The md noticed bruise in esophagus and used sclerotherapy to finish procedure.